Event description:
It was reported that during pre-dilatation in the mildly tortuous/calcified iliac artery for treatment of a 50% stenosis, the foxcross balloon was inflated to 8 atmospheres. During the second inflation, the balloon ruptured at 8 atmospheres. Pre-dilatation was completed using a non-abbott balloon. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.